Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event took place in the united states. On (B)(6)2024, the patient reported that the infusion set tubing became detached from the quick release connector. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunctiontubing detached from tubing-tubing connector. The batch 6009353 in question was manufactured at the reynosa site. Complaint investigation: visual test according to work instruction (wi) version 3 on reference samples, reference samples passed the test. Functional (static pull test) test according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6009353 was manufactured according to the wi version 47 manufactured in the multivac 12, on 21/sep/2024, with a total of (B)(4) units. Tube-needle DHR review: the lot 4j03013 was manufactured according to the wi version 27 manufactured in the line/machine qs sc1, on 21/sep/2024, with a total of (B)(4) units. The lot 4j01486 was manufactured according to the wi version 27 manufactured in the line/machine qs sc1, on 07/sep/2024, with a total of (B)(4) units. The lot 4g04435 was manufactured according to the wi version 27 manufactured in the line/machine qs sc1, on 03/aug/2024, with a total of (B)(4) units. Glue tubing DHR review: the lot 4j02858 was manufactured according to the wi version 42 manufactured in the machine 04, on 20/sep/2024, with a total of (B)(4) units. The lot 4j01487 was manufactured according to the wi version 42 manufactured in the line inset 04, on 07/sep/2024, with a total of (B)(4) units. The lot 4g03662 was manufactured according to the wi version 42 manufactured in the line inset 04, on 02/aug/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 21/may/2025 against malfunction code tubing detached from tubing-tubing connector and lot 6009353 and no other complaints have been registered in tw for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation or corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.